Event description:
It was reported that during a left anterior descending artery stenting procedure, after implantation of a 2.5x28mm xience xpedition stent, a plaque shift was noted. Another xience xpedition was implanted to treat the plaque shift successfully and the event resolved the same day. One day post procedure, the patient experienced elevated creatinine kinase-myocardial band (ck-mb), less than two times the normal upper limit. There was no angina, no treatment, or no myocardial infarction reported. The elevated ck-mb resolved on the day of onset and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. There were no reported device malfunctions or product deficiencies. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.